Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: on investigation, the pump powered on with a fully operational display screen that was clear and legible. Investigation did not duplicate the complaint. Unrelated to the original complaint, all the keypad buttons were unresponsive due to moisture damage found inside the pump on the printed circuit board and the continuous glucose monitoring board.